Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead and crt-d were reprogrammed and remain in use.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for oversensing/noise and was exhibiting small r-waves. It was suspect that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) withheld therapy for an episode of ventricular tachycardia (vt) because of the small r-waves. Both the rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.